Event description:
Customer states: "during removal of the guide wire used insertion of the left nephrostomy tube, it snagged and a portion of it was retained within the tube."

Manufacturer narrative:
A proper evaluation cannot be performed due to the product not being returned. Information received from the distributor indicates during removal of the guide-wire used for insertion of the left nephrostomy tube, it snagged, and a portion of it was retained within the tube. The tube did not drain initially and since the kidney was no decompressed, it was not possible to replace during the initial procedure. Over the next 24 hours, the left tube drainage was 'poor' and left hydronephrosis recurred. There was also suspicion of a left peri-renal urinoma on ultrasound. The following day, a new left nephrostomy tube was placed and the old one removed containing all the remains of the wire guide; approximately 21cm with a small amount projecting from the end of the tube. There was a post-obstructive diuresis for several days, requiring intravenous fluid supplementation. The patient's bloods returned to normal by the following day. Additional information from the physician indicates that in an attempt to remove the wire, the wire guide had 'snagged' on something; the physician pulled firmly and the wire guide snapped. The physician was unclear what the wire guide could have 'snagged' on but stated that perhaps the end of the guide-wire curled up tight inside the small pelvis, kinking it, or rubbing it against the sharp edge of the end of the cannula. When finally removed, there was a kink in the guidewire about 4.5cm from the j-tip, which may have prevented its being withdrawn into the tube from the renal pelvis. Based on the information received, it appears that customer use error has most likely caused the customer's difficulty.